Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 111 mg/dl. Alarm and possible causes were explained. Customer's spouse did not recall any significant event that may have caused the device to alarm. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.